Manufacturer narrative:
(B)(4). Thv/tvt registry. This is one of two reports being submitted for this case.  Ref. MFR. Report number: 2015691-2018-01906. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve migration, including less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, and movement of the delivery system by the operator.  The IFU warns ¿patients with pre-existing bioprosthesis should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment.¿   the thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device.  Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment.   The device was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient.  In this case, the migration of the 2nd s3 valve was attributed to procedural factors.  Per report, the pacing capture was lost during deployment of the second s3 valve causing both s3 valves to move towards the left atrium.  There was no allegation or indication a device malfunction contributed to this adverse event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, in a mitral valve in valve procedure, pacing capture was lost during deployment of the second 29mm sapien 3 valve, which caused both valves to move atrially. An additional valve was implanted to anchor the valves.  This patient had a double valve procedure done with a 34 evolut pro first placed in the aortic position via transfemoral access.  The procedure then proceeded with transeptal placement of a 29mm sapien 3 valve in the mitral position.  Placement of the first 29mm sapien 3 valve initially appeared good.  However, color doppler showed significant mitral regurgitation and closer evaluation of the valve revealed a flail leaflet.  A second 29mm sapien 3 valve was then prepped.  During deployment of the second valve pacing capture was lost, which caused both valves to migrate atrially.  Shortly after deployment of the second valve, it was noted that both valves migrated more atrially again.  Options were discussed and a third valve 29mm sapien 3 valve was deployed in a more ventricular position. The third valve anchored nicely stabilizing all three valves.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted.  However, 3mensio, procedural echo and cine images were provided and reviewed by an edwards physician proctor. The 3mensio images were reviewed and the valve size of 29mm was agreed.  The procedural echo images were reviewed which showed: post deployment of first 29mm s3 valve showed pvl, only 2 leaflets were visible with wire across (poor image), the first s3 valve was deployed too atrial (100:0), functioning native leaflets were seen below the s3 valve, a venturi effect was seen causing central mr.  The procedural cine images were reviewed. The following was observed: calcified left and non-coronary cusp, severe mac, wire was seen in the left atrium; no images were provided of septal puncture, non-edwards thv valve was deployed in aortic annulus, septostomy was seen, no images were provided of valve alignment or valve crossing septum, the underdeployed valve was seen across mitral annulus; valve slightly proximal to distal marker, the underdeployed valve appeared not centered/coaxial within mitral annulus, nice slow balloon inflation, first 29mm s3 appeared canted (60:40, 20:80) within the annulus, no cine images were provided of the reported central ai, second valve was now seen within the first sapien 3 valve, nice slow inflation; movement seen with entire delivery system during balloon inflation, second 29mm sapien 3 valve was deployed within the first 29mm sapien 3 valve in the same position and also appeared canted.  No loss of pacing capture was observed as reported, the delivery system was removed and both valves were seen to have migrated more atrial, the third 29mm sapien 3 valve was deployed slightly more ventricular within the other valves, no angiogram was provided to evaluate the third valve. Impression: the non-edwards valve was deployed within the aortic annulus.  It was unable to be determined how deep the valve was in the lvot.  The first 29mm sapien 3 valve was not centered/coaxial within the mitral annulus.  Post valve deployment, the valve appeared canted (60:40, 20:80).  Echo showed the first sapien 3 valve was deployed too atrial (100:0) and functional native valves were seen below the s3 valve.  Central ai was observed with one immobile leaflet due to the venturi effect.  The native mitral leaflet deflects were observed to flow during asystole causing s3 valve leaflet to not close with other thv leaflets creating mitral regurgitation.  The second 29mm sapien 3 valve was deployed in the same position within the first sapien 3 valve.  Movement was seen of the delivery system and valve during balloon inflation; possibly due to blood pressure being too high. The valves appeared to be fully expanded and stable as the delivery system balloon was deflated.  No loss of pacing capture was seen.  Next images show the delivery system removed and the valves migrated more atrial. The third 29mm sapien 3 valve was deployed more ventricular within other valves. The cause of the central mitral regurgitation is related to the positioning of the first sapien 3 valve being too atrial and not covering the native mitral valve.  Additionally, the native mitral leaflet deflecting flow creating a venturi effect and deflecting the flow to the sapien 3 leaflet not allowing it to close. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration.  Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on preprocedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification.  The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Based on the review of the imagery, pacing capture was lost during deployment, resulting in both valves to migrate atrially. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
Additional information provided clarified the first valve had been deployed in an 80:20 aortic/ventricular position. The third valve was deployed more ventricular in a 70:30 aortic/ventricular, which helped to anchor the first two valves. Although the patient was stable post procedure, on post-operative day 26 it was reported that the patient had expired (date unknown). The cause of death was not due to valve, as valve function was fine post deployment. The patient went into renal failure post op and elected to withdraw care. The first had central mitral regurgitation as a result of the reported flailed leaflet. Investigation is ongoing.